Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump button does not work. Customer cannot recall their blood glucose reading. Troubleshooting was not performed for the button issue. Customer states that the upper arrow does not work. Insulin pump will not be returning for analysis.